Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had passed away. The patient's son reported that the patient's wife on called emergency medical teams (emt's) on (B)(6) 2016, due to difficulty in the patient's breathing. The patient was taken to the hospital and there passed due to congested heart failure. Based on information available, there is no evidence that usage of dexcom cgm have caused or contributed to the fatal outcome. However contribution of diabetes mellitus in fatal outcome cannot be excluded, due to the role of microvascular complications. No product defects or failures were alleged. No death certificate was provide. No additional event or patient information was available.